Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's first clamp stopped working. The battery was replaced but it still did not work. A new device was used and it worked, but one end of the device's clamp fell and was retrieved from the cavity. There was no patient injury.